Event description:
It was reported; tulip head broke of plate.

Manufacturer narrative:
Method: device not returned and no lot code was reported. Results: device not returned. Xrays were provided that showed one of the tulips fractured at the plate/tulip interface. The rod is bent at an angle with respect to the tulip which did not allow for the rod to fit properly in the tulip of the occiput plate. Conclusion: the probable root causes of the tulip fracture is the patient's non-compliance with wearing the hard collar after implantation concurrent with the rod that was not sufficiently shaped to fit the tulip.

Event description:
It was reported; tulip head broke of plate.